Event description:
Obstruction of IV flow occurred during induction of anesthesia, resulting in patient apneic period of approximately 30 seconds. Removal of extension tubing from IV line eliminated problem. Patient final outcome was good. Extension tubing secured by risk management. Following the incident, a visual check of the extension tubing was performed with no obvious abnormalities noted. Water was flushed through the tubing with a syringe without difficulty following the incident. Manufacturer notified 4/14/93.other devices in concurrent use included: vascular access angiocath 20 ga, 1 1/4 in; protected needle 10 ga thinwall, IV catheter plug (locking) and addit IV primary IV set with 2 injection sitesdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated adverse reaction - short term, tubing. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.